Event description:
It was reported "during the passage of a pediatric central venous catheter, it is observed that when the catheter is advanced through the guide wire, it does not present a distal orifice. Use of another catheter is required." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a catheter tip damaged/defective was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a damaged catheter tip was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the passage of a pediatric central venous catheter, it is observed that when the catheter is advanced through the guide wire, it does not present a distal orifice. Use of another catheter is required." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).